Event description:
It was reported that after water vapor therapy, the patient believes the nerves and muscles in his distended bladder are permanently damaged. Patient states four months post procedure, he still has a suprapubic catheter and is under medication with flowmax. However, his urine flow is still little, worse than before. He stated that he always felt empty but still had an overfull bladder. Patient states the procedure did protect his kidneys from backflow.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after water vapor therapy, the patient believes the nerves and muscles in his distended bladder are permanently damaged. Patient states four months post procedure, he still has a suprapubic catheter and is under medication with flowmax. However, his urine flow is still little, worse than before. He stated that he always felt empty but still had an overfull bladder. Patient states the procedure did protect his kidneys from backflow.